Event description:
Customer reports the softclix lancet is protruding from the cap. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.